Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Reliability laboratory technician; st jude medical crmd reliability laboratory; no complaint received with return of device. Failure (event) observed during analysis. External insulation abrasion was found at 6.8-7.8cm from the connector pin on the is-1 connector leg, consistent with lead friction to the ICD can. Internal insulation abrasionn was found at 25.4-25.7cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.